Event description:
Information received indicates, the pump was underinfusing during pm testing and had experienced ec45. It delivered 9.17 ml instead of the 10 ml it was set for.

Manufacturer narrative:
Investigation indicates the pump needs calibration and found ec 45 in pump history. New pump software was installed. Reference recall number z-1870-2011.